Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom) the device powered up normally. The device was run on the automated test console, all tests passed. The error log was reviewed and there were errors noted that were communication errors between the die stack and the microprocessor. The eeprom can become corrupted if the device suddenly powered off while the microprocessor was writing new values to the eeprom. Conclusion: confirmed the reported event, the eeprom was corrupt. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a generated error and it was attributed to the main printed circuit board being out of specification. Analysis further noted that the keypad was scratched, two case screws were contaminated and the output connector assembly and display wires were pinched however the insulation was not compromised. It was also noted that the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator generated an error. The generator was returned for service. No patient complications have been reported as a result of this event.